Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the patient¿s blood glucose reached 357 mg/dl while wearing the pod for between 36 and 48 hours. The needle did not retract back into the pod; this indicates the occurrence of a needle mechanism failure.

Manufacturer narrative:
The device was received partially deployed. The pink slide insert was seen in the viewing window and the linkage assembly was fully retracted. The needle was found to be exposed in the soft cannula. Upon opening the device it was determined that the needle was not seated properly in the slide retract. Damage was observed to the slide retract. Due to the needle being improperly installed, it was unable to retract with the slide retract. The downloaded data returned an 0x18 alarm, indicating that the reservoir is empty. It was observed during investigation that the plunger ran to 0% filled. The downloaded data showed no timeouts or drive stalls.